Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Nordic bluetooth device pairing test: pass. Global transmitter final functional test failed. Performed share log review and a loss a connection is found in log. The customer's complaint was confirmed because a "loss of connection" gap was present in the log. The reported event of loss of connection was confirmed a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data.